Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter became blocked with white wormlike obstructions a few days after placement. The patient stated that the obstructions started near the tip of the foley catheter. After the first week of the initial blockage, the catheter became blocked again within 24-36 hours. Additional information was received from the complainant on 16 jan 2019, that the patient experienced pain. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter became blocked with white wormlike obstructions a few days after placement. The patient stated that the obstructions started near the tip of the foley catheter. After the first week of the initial blockage, the catheter became blocked again within 24-36 hours.